Event description:
It was reported that the patient presented for follow up with sensing noise exhibited by the right ventricular lead. Lead revision was discussed, however no interventions were reported. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6)2022. The patient was in stable condition post-procedure.

Manufacturer narrative:
Additional information: h1.